Event description:
Pt using triple IV pump. Dopamine infusing in the top and tpn on the bottom. Nurse started antibiotic in the middle pump and fluid noted to be running. As the nurse began to exit the room, the pump alarmed and stated failure in all three pumps. None of the pumps continued to work. Failure in one pump should not affect the other pumps.